Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of (B)(6) 2015. (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation in support of this complaint; therefore, the investigation was limited. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Without any samples, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode for sleeve recovery. No definitive root cause could be established as to when or how the damage occurred.

Event description:
It was reported that the bd vacutainer® flashback blood collection needle, 21gx1", with a green shield, has had an increased amount of sleeve recovery issues associated with the indicated lot, causing some blood leakage. No serious injury, blood to mucous membrane exposure or medical intervention was reported.